Event description:
It was reported that the pump was at end of life (eol). The pump was removed prophylactically to avoid in-vivo battery depletion. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4). Analysis of the pump found the pump's battery at high resistance. The battery was further tested and was found to have a high resistance reading which was 494.6 ohms. Upper resistance limit for battery resistance was 317 ohms.